Event description:
The customer reported that the cidex opa was leaking from the machine. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, solution spill, capital equipment, evaluated at customer site. The fse found the unit operating. Upon additional follow-up, the customer stated that they have not been having the same issue.